Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 350 mg/dl at time of report. The infusion set was changed to address the issue and insulin delivery was resumed. Reportedly, customer had manual injections available for alternate insulin therapy.